Event description:
It was reported that the patient's incision from the implantable cardioverter defibrillator (ICD) implant would not fully heal, and the skin remained open leaving the device visible. The physician elected to explant the ICD. There were no patient consequences.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. Electrical testing was performed, and no anomalies were noted.